Manufacturer narrative:
Exact date unknown, event occurred many years ago.

Event description:
It was reported that the patient underwent an ipg explant procedure due to unknown reason. No further information has been obtained despite good faith efforts.